Event description:
The nurse and another rn found the patient kneeling at the foot of the bed, alert and oriented. The nurses placed the patient in a chair and noticed the central venus pressure (cvp) line was disconnected. The nurses clamped the line and the patient became unresponsive with no pulse. The nurses performed CPR and the patient responded. The nurses did not know if the bed exit alarm was set but were unable to set alarm after patient was placed back into the bed.

Manufacturer narrative:
The technician inspected the bed with the accounts risk manager and found the scale was not zeroed and the communication cable, with 8-pin round configuration on the wall side, had 4 of the pins bent so it could not have plugged into the wall. The technician tested the bed exit and was able to arm the system and the bed did alarm in all three patient positioning monitor positions. The technician found no problem with the bed.